Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/22/2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak passing stitch broke when passing the repair stitch back through the anchor body. Another ar-3638 knotless fibertak was opened, which also broke when passing the repair stitch back through the anchor. Also, it pulled out of the implantation site. This was discovered during a superior capsule reconstruction procedure on (B)(6) 2023. Additional information received on 02/23/2023: after the first ar-3636 knotless fibertak suture broke, all the fragments were removed as well as the anchor. Case was completed using an ar-1938bc biocomposite suturetak.